Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement - (B)(6) 2018. Whilst impacting the pinnacle acetabular shell, the impaction handle grip covering split and broke into pieces. The surgery was completed with the same instrument; there were no delays. No ae to patient. Patient initials (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.